Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible mgmt personnel. There have been no other complaints reported in the lot number. Additional info was requested on (B)(6) 2011 by fax and mail. A partially completed questionnaire was received on (B)(6) 2011. (B)(4). This report was mailed to FDA on: 04/08/2011. (B)(4).

Event description:
A surgeon reported that following intraocular lens (iol) implant surgery, a pt reports seeing a shadow. In a f/u, the surgeon reports that the pt is "still with complaint", and that the outcome of the event is unk.